Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with their insulin pump. The father states the customer received error code on their pump. The father states the customer's pump was exposed to MRI at the hospital. The father was advised to have customer call back in order to replace the device.